Event description:
It was reported that there was loss of aspiration. The target lesion was located in the radial arteriovenous fistula (avf). An avx thrombectomy set was selected to advance for treatment. During procedure, it was noted that the pump did not work properly and the suction power was weak. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of an angiojet avx ci catheter. The pump assembly, effluent/supply line, shaft, tip, and spike like were visually examined for damage or any irregularities. The shaft showed no damage. Functional testing was completed per the device preparation. The pump was inserted into the ultra drive unit console. The pump and the catheter primed as designed and the device was run for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range. The device was checked for aspiration using a 100cc beaker. No aspiration issues were noticed. No failures during functional tested were noted. No leaks were identified. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that there was loss of aspiration. The target lesion was located in the radial arteriovenous fistula (avf). An avx thrombectomy set was selected to advance for treatment. During procedure, it was noted that the pump did not work properly and the suction power was weak. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.